Event description:
It was reported that the user presented a significant case of infection in the right ear, and there was also extrusion of the electrode array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had an infection in the ear, leading to formation of mastoiditis and extrusion of the electrode array. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had an infection in the right ear, and the electrode array had extruded.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. This finding was expected, because according to the information received from the field the recipient had an infection in the ear, leading to formation of mastoiditis and extrusion of the electrode array. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The user had an infection in the right ear, and the electrode array had extruded. The user was hospitalized to treat the infection, and was explanted a few days later. The user has been reimplanted.